Event description:
Pt spontaneously called pharmacy informing that her ms3 pump is not allowing her to fill medication through the tubing that connects to her subcutaneous sight. Pharmacy is shipping her a new pump and having her send back the malfunctioning pump. She did not miss any therapy as her other pump is working fine. No other info known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 94.2 nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: i27.0.